Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported that their omnipod insulin pump controller displayed insulin bolus delivery times that did not match the actual time insulin was administered (issue reported to insulet). In addition, the patient also stated that their ¿dexcom readings did not align with fingerstick glucose values¿ (captured in this complaint). However, no specific bg meter or cgm comparison values were reported. These issues led to the patient eventually being unable to stand, to begin vomiting, and was unable to tolerate any food or water. The patient¿s parent called ems and the patient was transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and had a documented bg level of 1200 mg/dl. The patient was treated with IV insulin and insulin injections. The patient was still hospitalized at the time of report (more than 24 hours). Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.